Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device turned the video off. The issue was found during sedation for a colonoscopy procedure that was completed with the same set of equipment. There were no reports of patient harm.

Event description:
The procedure was prolonged less than 30 minutes.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, g1, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn out power supply ac (alternating current) inlet, worn out latch video connector causing poor connection and loss of image while manipulating scope causing flickering image, and dried fluids, residue, lint, moisture stains on contact pins. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ¿the video turned off¿ is due to worn out power supply ac inlet; worn out latch video connector causing poor connection and loss of image while manipulating scope, causing flickering image. The cause of the complaint and the additional findings is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.